Event description:
A malfunction identified as malf 12 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction occurs again.